Event description:
It was reported that during a percutaneous coronary stenting procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. After a non bsc guide wire was advanced and crossed the lesion a 3.50x28mm promus element stent was then advanced but was unable to cross the lesion despite several attempts. The physician removed the device from the patient and noted that the middle part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's stattus was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).